Event description:
A balloon ruptured on the first inflation during a renal angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without patient complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated this balloon was inflated without the benefit of a pressure gauge and the lesion was calcified. Co believes the above factors contributed to this event and does not attribute it to the device. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "due to the extremely thin wall thickness of the tegwire balloon, this device should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...it is essential that a pressure gauge (medi-tech catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove."